Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and non-calcified arteriovenous fistula. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon burst. The device was removed, and the procedure was completed with an alternate gladiator balloon catheter. There were no patient complications as a result of this event. It was further reported that 85% stenosed was located at brachiocephalic dialysis fistula. The balloon ruptured upon inflation at nominal atmospheres for 1 minute.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and non-calcified arteriovenous fistula. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon burst. The device was removed, and the procedure was completed with an alternate gladiator balloon catheter. No patient complications were reported.